Manufacturer narrative:
Technical eval: the device had multiple kinks at the proximal and distal ends. The distal end had noticeable kinks over the distal 16cm from the tip of the catheter and a flattened section 2cm in length. In addition, the device had a sharp break 47cm from the tip and was held together by the inner wire. The device was visually inspected under a microscope at the break location and it appeared to be a sharp break that did not yield before breaking. The break did not occur at a junction and could not be duplicated on a similar device. Conclusion: the root cause could not be determined. The multiple kinks observed could have been caused when the device was returned to penumbra. The DHR for this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 16260-03 /a, (lot# l13971). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l13971) indicated that 100% inspection of the devices resulted in (B)(4)rejects. In addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specs. The parts released in ths lot met process requirement.

Event description:
While removing the catheter from the package, the catheter fractured. The product was not inserted into the pt. The case was completed with another catheter.